Manufacturer narrative:
1038671-2024-02588, 1038671-2024-02587, 1038671-2024-02586. D10: concomitant devices: ((B)(6)) 200-02-32 - three peg patella 32mm, ((B)(6)) 02-010-01-0225 - logic femoral ps cem left sz 2.5, ((B)(6)) 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02588, 1038671-2024-02587, 1038671-2024-02586. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, femoral loosening, instability, and loss of range of motion, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 70 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear significant pain, swelling, depression, difficulty sleeping, scarring, significant weight loss, inability to stand/walk for extended periods or lengths, and reduced mobility. During plaintiff¿s revision surgery, surgeons noted numerous obvious bony defects on the femur and tibia caused by the defective knee system having been implanted in plaintiff. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.